Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer coil was fractured 22.2 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial lead was explanted due to high pacing thresholds and loss of capture. A different lead was successfully implanted instead. No additional adverse patient effects were reported.